Manufacturer narrative:
H3 other: the device is available but was not received yet. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. After receipt of the device, an engineering investigation will be conducted. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an aneurysm in the subclavian artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that a 0.035" terumo stiff guidewire and a cook sheath was used. The vsx-device was advanced to the intended lesion into the subclavian artery without any problems. During release, the thread stopped about 15 cm and the device did not detach from the catheter. The vsx-device was removed and another one used and implanted successfully. There was no report of patient harm.

Manufacturer narrative:
B5 describe event or problem was updated. Engineering evaluation: evaluation of the returned device indicates the deployment knob is not returned and there is no deployment line exiting the proximal end of the catheter at the hub. The outer zipper is deployed to the turnaround. A guidewire was inserted to stabilize device for attempted deployment. Deployment continued with traction on deployment line at the transition. The reported device failure concerning deployment of the viabahn® device is consistent with the condition of the returned device. The zipper was observed to be deployed to the turnaround with no device expansion as received. Deployment could not be completed with traction at the knob as the knob was not returned and no deployment line was visible at the hub to deploy the device. Deployment was ultimately resumed with traction applied at the endoprosthesis, demonstrating the zipper to be functional. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with broken or cut deployment line could not be established with the available information, including device evaluation.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an aneurysm in the subclavian artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that a 0.035" terumo stiff guidewire and a cook sheath was used. The physician considers this a standard case, he held the catheter outside straight and there was no excessive resistance felt as the device was introduced through the hemostasis valve. The vsx-device was advanced to the intended lesion into the subclavian artery without any problems. During release, the thread stopped about 15 cm and the device did not detach from the catheter. The vsx-device was removed and another one used and implanted successfully. There was no report of patient harm.